Event description:
Information received a smiths medical cadd administration sets was either blocked or leaked. The report indicated the patient has a back up pump that was initiated and new tubing was being sent. No patient injury or adverse events reported.